Event description:
User facility reported a perforation during a novasure procedure. In 2008, the physician reported she performed a dilatation and curettage (d&c) prior to the novasure procedure. She then attempted to seat the disposable novasure device without success. She withdrew the device and "did a sound and noted a perforation next to a fibroid". No treatment was needed for the perforation and the pt was discharged home following the procedure. She reported the pt is doing fine on follow-up.

Manufacturer narrative:
A review of the manufacturing records for the identified lot number and serial number revealed no abnormalities related to the reported info. This device passed final testing prior to release. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.